Event description:
It was reported that the customer's insulin pump froze. The customer removed the battery and the insulin pump alarmed both button error and weak battery. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. The customer stated that there was no response from any button. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm during testing. No further testing could be performed due to unresponsive buttons. No frozen screen noted. The insulin pump was received with minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.